Manufacturer narrative:
Qn#(B)(4). A sample of (B)(4) was received for evaluation. No device markings are present due to the materials used in construction. Visual examination noted that the insulation is missing from the thumb valve. A small trace of the insulation is still present around the connection of the suction tube. The amount of missing insulation suggests that it was removed with intent. The device history review pertaining to incoming inspection, stock checks, and product returns showed no concerns with reference to (B)(4). The device appears to have been altered from the original configuration. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon was shocked while using the insulated cautery suction tube. The surgeon denied any injury. The device was removed from service. There was no reported patient injury. The patient's condition was reported as fine.